Event description:
The dealer alleges, the chair is shaky. The dealer called back and he thinks that when they put a different back on the chair, it is causing the seat not to lock down properly in the front the patient is alleging

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.